Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to ventricular tachycardia (vt). Upon interrogation, the merlin on demand showed that vt episodes were treated with antitachycardia pacing (atp). Atp accelerated the heart rhythm into the ventricular fibrillation (vf) zone. Programming change was made. The patient was stable.